Manufacturer narrative:
Product ID 3889-28, lot# v053525, implanted: 2007 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4), implanted: 2007 (B)(6); product type programmer, patient. (B)(6).

Event description:
It was reported that the patient had multiple complications since having their original device implanted in 2007. The patient¿s health care provider (hcp) and manufacturer representative did not follow-up with the patient for 6 years and not once had the risks and potential complications been disclosed to the patient. It was noted that once it was discovered the patient promptly went in for an appointment and the end result was that the battery and leads needed to be replaced and this took place in (B)(6) 2013.

Event description:
Additional information received reported that the patient did not have concerns with their device or therapy. At this time all seemed okay and the patient was hoping that after 3 attempts in 9 months of moving the implant things would go well this time.